Manufacturer narrative:
The reported issue (it was reported that the catheter leaked from an unknown source. No patient injury reported. Per medwatch: the plastic portion of the drainage bag where it connects to the urometer is leaking) was unconfirmed, the problem could not be reproduced. While evaluating the sample received per visual evaluation no obvious defects were observed. Per functional evaluation the balloon was inflated with 10cc of tap water mixed with blue methylene and no leakage was found. The catheter balloon was deflated by itself and the 10cc of water was recovered. Then, water was injected for the drainage lumen and no leakage was found. Per dimensional evaluation the balloon symmetry was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water. 12 fr. (5cc balloon): use 5.5cc sterile water. 14 fr. And larger (5cc balloon): use 10cc sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter leaked from an unknown source. No patient injury was reported. Per medwatch: the plastic portion of the drainage bag, where it connects to the urometer was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter leaked from an unknown source. No patient injury was reported.